Event description:
It was reported that the programmer experienced an error. The power was cycled and the error cleared. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.